Event description:
Information was received from a healthcare professional (hcp) regarding the use of a catheter passer most reasonably used to implant an inspire product. It was reported that during implant on (B)(6) 2024, while using the catheter passer, a vein was punctured and the patient experienced bleeding. The physician located the bleed and ligated the vessel to stop the bleeding. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.